Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor failed incoming functionality testing and was unable to power on. The cause for the failure was isolated to a shorted c7 capacitor on the computer/analog pca. The root cause for the shorted c7 capacitor could not be positively identified. There were no adverse events associated with the monitor malfunction.